Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. Upon opening they noticed that the plastic tip was broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h10- device code changed to "break", h3- changed to device discarded, h6-evaluation method codes changed to device discarded. A lot history record review was completed for lots 25147031, 25147176, 25146918; the last 3 lots shipped to the account prior to the event date. There were no ncmr's reported for lot# 25147175 and lot# 25146918. There was one ncmr reported for lot# 25147031, which is not related to the reported event.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. Upon opening they noticed that the plastic tip (cannula) was broken. A replacement device was used to complete the procedure. No patient involvement."